Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the physician felt that the device misclassified an episode as ventricular tachycardia, but the clinician thought is was a supraventricular tachycardia. The right ventricular coil to can electrogram showed a lot of noise. Both the device and lead remain in use. No patient complications have been reported as a result of this event.